Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when inserting the articular surface, there was no click. The poly failed to set in the tibial tray. It was removed and another was used.